Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited a data problem. An error message occurred, and the diagnostic data could not be confirmed. Further information was requested, however was not provided. There were no patient consequences.

Event description:
New information noted that no intervention was performed and the patient will continue to be monitored.